Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced low blood glucose. The customer¿s blood glucose level was 50 mg/dl at the time of incident and current blood glucose 189 mg/dl. The customer¿s blood glucose level was 250 mg/dl. The customer was treated manually and with food. The customer declined troubleshooting for low blood glucose. The customer was advised to monitor pump and call back as needed. The insulin pump will not be returned for analysis.